Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing, initially secured with a suture during implantation, was found to be moveable under the skin. A revision surgery to fasten the housing was done on (B)(6) 2025. A fitting session in september is planned.

Event description:
The implant housing, initially secured with a suture during implantation, was found to be moveable under the skin. A revision surgery to fasten the housing was done on (B)(6) 2025. A fitting session in september is planned.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery to re-position the implant housing. No further information has been received despite requested.